Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10326. The patient received the scs system on (B)(6) 2011 consisting of an ipg and two leads (from the same lot). It was reported the patient was unable to increase stimulation and that stimulation automatically decreases on the patient programmer. High impedance was identified. The st. Jude medical representative was able to reprogram the ipg to provide adequate stimulation. It was also reported the light was not observed on the patient's charging system indicating the ipg is fully recharged however, the patient programmer indicates that it is. A replacement charging system was issued to the patient. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.